Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported a left side implant removal from textured to smooth due to the concerns of the product. In addition, healthcare professional reported left side capsular contracture, baker grade unknown device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Additional observations: observed, creases on the device. Observed, wear abrasion on the device. White calcification particles observed, outer the device. Observed, delamination total of the valve (cohesive failure). Observed, opening device in the posterior side assessed, as fold flaw opening. Observed, opening device in the posterior and anterior side assessed, as surgical damage. No further actions are required, as the device was implanted.

Event description:
Patient reported, a left side implant. Removal from textured to smooth, due to the concerns of the product. In addition, healthcare professional reported, left side capsular contracture, baker grade unknown. Device has been explanted.